Event description:
Customer reported having issues with the insulin pump. Customer states she woke up changed reservoir and her blood glucose was 130 mg/dl, corrected with bolus. Blood glucose was 330 mg/dl, did a set change and blood glucose was currently 440 mg/dl. Customer was advised to treat with back up plan. Customer's symptoms were dizziness and traditional symptoms. The drive support cap was normal. Customer disconnected at quick release. No air bubble or leaks noted. Customer was advised to run a manual prime, insulin squirted out. Settings were correct on the device. Low reservoir and no delivery alarms were noted in the history file. Self test was performed, completed. High pressure test performed, passed after second attempt. Performed fill tubing again and this time insulin did not squirt out. Cannula was not bent or occluded. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.